Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump¿s battery was warm to the touch upon replacement. There was no patient injury associated with this issue. Troubleshooting revealed no damage or moisture in the pump casing or battery compartment. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the original complaint could not be duplicated during investigation. The pump powered on with vibratory and audible sounds. Electrical current draws were tested and were found to be within specifications.the black box history showered no unusual fluctuation of the voltage. An external power supply was used to test the idle, sleep, rewind, and load currents and all were within specified range. No overheating was duplicated during the testing. There was no evidence of loose components or moisture contamination found inside the pump when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.